Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow-up. The patient was exhibiting episodes of shortness of breath and dizziness. Upon review, it was found that the patient's right ventricular lead was exhibiting noise over-sensing, which was causing pacing inhibition by the device. It was determined that the lead was fractured. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
We received a voluntary medwatch report # 4900240000-2021-8013.

Event description:
Patient had scheduled procedure to remove rv lead. The rv lead was removed. The model number was 2088tc/52. The serial number was cau382748. The implant name was lead 2088 tc 52 cm st. Jude. The reason for removal was listed as rv lead fracture.